Manufacturer narrative:
The review of the manufacturing records concludes that the product was manufactured, packaged and released according to global and plant product specifications. Additional medical information has been requested but not yet received. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
A review of the lot device history records is in progress. Patient has discarded the complaint lens. Additional information has been requested but not yet received. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A consumer called to report that after inserting a new contact lens, they developed a scratch on their left eye. The consumer continued to wear their contact lens while experiencing discomfort for an unknown duration of time. The consumer stated they visited the emergency room and their scratch had developed into an infection. The consumer reported they were treated with a series of antibiotic eye drops, moxifloxacin and ciprofloxacin. The consumer followed up with their regular eye doctor the next day. Follow up with the treating eye doctor confirmed the patient visited the office with symptoms of pain, redness, decreased vision, and photophobia in the left eye. The doctor confirmed the patient is compliant with contact lens wear, but it is unknown if they are compliant with contact lens care. Upon examination the doctor observed in the left eye: bulbar injection, an epidefect in the anterior segment with underlying infiltrates, corneal edema, central corneal staining, central corneal infiltrates, and corneal erosion which penetrated the bowman's membrane and left a residual peripheral scar at 5 o'clock. The doctor also observed a corneal ulcer (4mm (v)x 4.7mm (h)) located in the central 8mm of the cornea. The doctor indicated the patient had microbial keratitis and cultures were taken which revealed a pseudomonas infection. The patient was diagnosed with bacterial keratitis. The prescribed treatment was moxifloxacin eye drops and ciprofloxacin ointment for 4 weeks and has since recovered. The doctor also noted that there is no permanent loss of vision as the patients visual acuity is 20/20. The treating doctor indicated the cause of the reported event is unknown. They also noted that the event was not considered life threatening, however they did note that the event resulted in permanent impairment of a body function or permanent damage to a body structure in the form of a corneal scar, but the patient is able to see 20/20 after the infection resolved. Finally they noted that the event did necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The doctor confirmed that the patient has since recovered, however the patient has stated that their eye still feels bothersome sometimes, especially when dry. The patient still uses single-use preservative-free eye drops to alleviate lingering effects. Additional medical information has been requested but not received.